Event description:
Customer called to report the pump was displaying a low battery message. Also, customer noticed the slot in the battery carrier was stripped. Device was not dropped, bumped, or exposed to moisture.